Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect toxo igg result generated on the architect i2000sr processing module for a pregnant patient. (B)(6) 2024 sid (B)(6) architect result was 14.6 iu/m (positive), vidas result was 0 iu/ml. The sample was western blot result at the biomnis laboratory: no anti-toxoplasma igg. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive architect toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 58208be00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect toxo igg reagent was reviewed using worldwide field data. The patient median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect toxo igg reagent kit for lot number 58208be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect toxo igg result generated on the architect i2000sr processing module for a pregnant patient. (B)(6) 2024 sid (B)(6) architect result was 14.6 iu/m (positive), vidas result was 0 iu/ml. The sample was western blot result at the biomnis laboratory: no anti-toxoplasma igg. No impact to patient management was reported.